Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Complete information for patient sid (B)(6), sid (B)(6) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a false positive hstroponin result on the architect i2000sr analyzer. The following data was provided: sid: (B)(6): initial 128.3, repeated in duplicate less than 10. Sid: (B)(6): initial 510.6, repeated in duplicate less than 10. There was no impact to patient management reported.